Event description:
As reported to coloplast though not verified, erosion and extrusion through the vaginal wall occured.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text: device not returned.